Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display and sometimes screen looks really faded. The customer¿s blood glucose level was unknown. The customer also reported that the screen had a color distortion and did not look right. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test and selftest. No back light anomalies, display type anomalies or missing segments/partial display anomalies noted during testing. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked select button on keypad overlay and peeling end cap address label.